Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on july 21, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016. Re-implantation is planned but has not taken place at the time of this report, (B)(6) 2016.